Event description:
Patient was revised because the cone has sheared off from the tibial bearing. Delamination of polyethalyne present.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.